Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Patient reported right side "fold or a deflation on the implant", "inflammation or something, with severe hives". Patient additionally reported "joint pain"; this event is not related to the device. The device remains implanted.